Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that occurred during the procedure. 5-7 minutes post procedure the patient had a drop in blood pressure. At this time a pericardial effusion was noted via transesophageal echocardiogram. A pericardiocentesis was performed and the physician aspirated 360cc of blood from the patient. The patients blood pressure returned to normal and the patient became hemodynamically stable. The patient was brought to the pacu for observation. After the procedure fluoroscopy images were reviewed there was no sign of effusion in the laa. The next day the patient was discharged from the hospital doing fine.